Manufacturer narrative:
Additional information was received from the complainant on (B)(6) 2010. It was reported that the physician dissected the area around the problem and loosened the solyx mesh (not the uphold) and the patient is completely fine now.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01370 for a description of the first device. It was reported to boston scientific corporation that a solyx sis system was used during a sling placement and anterior repair procedure. According to the complainant, immediately post procedure, the patient presented with urinary retention. The patient was self-catheterized and prescribed flomax. It was also reported that the mesh was surgically loosened but not cut on (B)(6) 2010 and the patient is now able to void.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01370 for a description of the first device.it was reported to boston scientific corporation that a solyx sis system was used during a sling placement and anterior repair procedure. According to the complainant, immediately post procedure, the patient presented with urinary retention. The patient was self-catheterized and prescribed flomax. It was also reported that the mesh was surgically loosened, but not cut on (B) (6) 2010 and the patient is now able to void.